Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged and the reservoir would no longer lock into place. Blood glucose level at the time of the incident was 300 mg/dl. Customer was unable to complete troubleshooting at the time of the call. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The insulin pump received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, device was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads and missing end cap sticker. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.